Event description:
The field sales associate (fsa) reported the following to gore: on (B)(6), the patient underwent an thoracoabdominal branch endoprosthesis (tambe) endovascular procedure to treat an aneurysm utilizing the gore® dryseal flex introducer sheath. Initially, it was reported that the patient experienced an aortic dissection at the level of the left subclavian artery (lsa) during the procedure. The dissection was believed to be associated with the sheath, which had been inserted via the arm. The complication was identified during an intravenous ultrasound (ivus) run and was promptly addressed within the same tambe procedure by deploying a conformable gore® thoracic branch endoprosthesis (tbe). The issue was resolved successfully without further incident. Upon further review, it was determined that the dissection was not caused by the sheath. Instead, it was attributed to traction applied to the through-wire, which resulted in injury to the thoracic aorta. The dissection occurred at the junction of the left subclavian artery and the aorta; an area where both the sheath and through wire are typically positioned. The physician and fsa concluded that the wire was not adequately protected by the sheath at the time of manipulation.

Manufacturer narrative:
H6: b22 and c20 ¿ product history review could not be performed as the serial# is not available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.